Event description:
It was reported that an unknown compound was discovered on the outside of a mosaic mitral valve jar. The device was never implanted. It was further reported that the unknown compound was only present on the outside of the jar. The valve was stored in a cabinet with temperatures approximately 51-61 degrees. It was stated that there was no leak on the valve jar and the device remained sterile. No other valves stored in this area had this issue. There was no patient involvement reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that there was no evidence of damages to the outside of the packaging. Upon opening the outer packaging, dried crystallized glutaraldehyde was noted on the inside of the box¿s back panel. Manufacturing quality engineering, manufacturing engineering and post market engineering with post market technician evaluated the return device. The jar was removed from the box. Both yellow safety seals were intact. With seals intact, the solution level was noted to be approximately below the half-filled mark. The reported ¿unknown compound¿ was observed on the outside of the jar. The label on the jar showed grooves suggestive of a glutaraldehyde leak. The jar was opened for further evaluation. A long crack was found on the inside of the jar, aligning to where the reported ¿unknown compound¿ was identified. The ¿unknown compound¿ appeared to be dried, crystallized glutaraldehyde. The dried glutaraldehyde on the jar threads was cleaned with isopropyl alcohol, cracks were further confirmed on the jar threads. Under magnification, the cracks were noted along the length of the jar, extending from the jar threads to the bottom of the jar. The ¿unknown compound¿ was found to be dried glutaraldehyde resulting from the cracks on the jar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.